Manufacturer narrative:
The insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. The insulin pump received with corroded electronic assemblies and corroded motor home switch. The insulin pump received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level unknown at the time of incident. Customer also stated that the insulin pump had long crack beginning from the top of the pump, all along the length of battery tube. The device will be returned for analysis.